Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('unable to locate missing coil during tubal') and premature labour ('pre term labor / contractions') in a (B)(6) year old female patient who had essure (batch no. 740654,689939) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test", device ineffective "device ineffective" and treatment noncompliance "following essure placement procedure she did not used any contraception". The patient's medical history included miscarriage in 2005, multigravida, parity 3, depression, anxiety, back pain, constipation, abdominal distension, urinary tract infection, flank pain, chest pain, dysphagia, esophageal rupture, frequent headaches, heavy periods, thyroid disorder, rhinorrhea, sore throat, malaise, general body pain, cough, arthritis, back disorder, hypertension, mood disorder, ulcer nos, rash and scabies. Pt denies any fever and she states that the "bumps" are spreading to stomach, arms and other foot *ultrasound was done in (B)(6) 2011 and in (B)(6) 2015 due to pain in the left side of abdômen. Cat scan was also done in (B)(6) 2014 due to the pain. Previously administered products included for an unreported indication: depoprovera and nuvaring. Concurrent conditions included muscle tension, sleep disturbance, cervicalgia, hypothyroidism, mood disorder, upper respiratory disorder, ecchymoses, acute bronchitis, dysuria, tinea corporis, grand multiparity, menstruation delayed, sickness, cystic fibrosis, nausea, weakness, ovarian cyst, mood disorder, hypothyroidism, neck pain, headache, hand pain, neck stiffness, acquired hypothyroidism, myalgia, myositis, pityriasis versicolor, shoulder pain, pain in hip, muscle tightness, cyst, synovial cyst, myalgia, myositis and pityriasis versicolor. Concomitant products included levothyroxine since 2005 for hypothyroidism as well as alprazolam (xanax), cyclobenzaprine, duloxetine hydrochloride (cymbalta), hydrocodone;paracetamol (acetaminophen;hydrocodone), ondansetron (zofran), promethazine (phenergan), sertraline hydrochloride (zoloft) and zolpidem. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device ("pregnancy"). In february 2013, the patient experienced abdominal pain ("cramping / persistent pain in the left side of abdomen"). In (B)(6) 2014, the patient experienced pelvic pain ("pelvic cramping"). In (B)(6) 2014, the patient experienced pain ("persistent pain/persistent pain in left side since placement"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), premature labour (seriousness criterion medically significant), genital haemorrhage ("continuous bleeding after placement"), anxiety ("anxiety"), fatigue ("fatigue"), hypothyroidism ("hypothyroidism"), mental disorder ("essure aggravated any psychiatric disorder and/or psychological conditions") and muscle tightness ("muscle tension"). The patient was treated with . At the time of the report, the device dislocation, premature labour, pregnancy with contraceptive device, genital haemorrhage, pain, abdominal pain, anxiety, fatigue, hypothyroidism, mental disorder, muscle tightness and pelvic pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, device dislocation, fatigue, genital haemorrhage, hypothyroidism, mental disorder, muscle tightness, pain, pelvic pain, pregnancy with contraceptive device and premature labour to be related to essure. The reporter commented: (B)(6) 2010: no pain or discomfort and no need for time off of work after placement. Ultrasound was done 5 months after placement because she was still bleeding and could not do hsg while bleeding. She was told that based on ger ultrasound, no need to perform hsg later. She discussed with her physician about removal but hcp was unable to locate missing coil during tubal and has no knowledge or experience with essure. Essure was not removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.3 kg/sqm. Human chorionic gonadotropin in (B)(6) 2012: results: positive. Ultrasound scan in (B)(6) 2012: results: confirmed pregnancy. Ultrasound thyroid on (B)(6) 2011: ultrasound evaluation of the anterior aspect of the base of the neck was performed. There is no thyroid tissue identified on this examination. Lot number: 689939 manufacturing, date: 2009/11, expiration date: 2012/11. Lot number: 740654 manufacturing, date: 2010/05, expiration date: 2013/05. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.